Event description:
A caller reported a cartridge alarm 30 during the load process, which prompted them to contact technical support. There was no adverse impact to the customer¿s blood glucose level as a result of the issue. Technical support confirmed multiple cartridge alarms with consecutive cartridges and decided to replace the pump. An additional pump was identified, and arrangements were made to ship it to them in another state, but no further troubleshooting was carried out.